Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the centrimag pump not seating properly on the centrimag motor, and an issue with the motor, was unable to be determined. No photos were available for review. The centrimag motor (serial number: (B)(6) was not returned for analysis. Available information for this event indicates that the blood pump was exchanged to the backup motor and the issue resolved. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for centrimag motor, serial number: (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergency / troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, then place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document also instructs users on how to properly secure the pump within the centrimag motor. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the pump was not seated properly in the motor. They moved the pump to backup motor and resumed support. The event was resolved by switching the pump to a backup motor. No products were exchanged and no products are returning to abbott. The pump worked as intended on the patient once seated in the new pump and is still active on the patient.

Manufacturer narrative:
Section a: patient information not provided. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.